Manufacturer narrative:
Further information was requested but not received. A partial lead was returned for analysis in 2 segments. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that patient presented with a "herniated lead" that also exhibited noise and impedance abnormalities, consistent with lead fracture. Lead was explanted and replaced on (B)(6) 2021. Patient had no consequences as a result of the event.